Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system device in ICU was not powering up. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device in ICU was not powering up. A field service engineer removed the back panel and able to see the drawer boards blinking. Removed the drawer board and replaced it to powered on the station successfully. Identified a liquid spill affecting cubie tray in drawer 7 row a during hardware test application (hta) test, replaced the damaged tray and row board, and successfully rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system device in ICU was not powering up. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h4 device manufacture date.